Event description:
It was reported that 2 weeks after latera nasal implantation, there was dislocation and partial extrusion of the implant. No intervention has been reported. Additional information is being requested.